Event description:
This went was reported as calcification, severe aortic and mitral stenosis, congestive heart failure and hepatic congestion. No further info provided.

Manufacturer narrative:
H3: examination of the valve in our laboratory revealed extensive calcification within each cusp which resulted in stenosis of the effective orifice area and leaflet disruptions. Host tissue overgrowth encroached onto each cusp, contributing to stenosis of the valve. X-ray analysis revealed extensive calcification within the aortic wall and belly of each cusp. Stent distortion was also noted and appeared artifactual of explant. The primary cause of the dysfunction of this valve was determined to be due to extensive calcification. These findings would account for the symptoms noted clinically. H6: 86 = x-ray analysis.